Event description:
It was reported two "sutures snapped during operation. New gastropexy package was opened and replaced." There was no reported patient injury. There was no reported injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 08-apr-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30348012, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The samples provided were evaluated, sutures anchor assembly was received intact with the softshell, there was an overhand knot on the other end was observed. When measuring, there is approximately 7.5 inches of absorbable (biosyn) suture from one end to the overhand knot end. There's approximately 0.25 inches length from knot tied until the suture end. Locking clip appeared locked, no damages found on base. However, the root cause of the reported issue has not been conclusively determined. Root cause could not be determined. All information reasonably known as of (B)(6) 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.